Manufacturer narrative:
The device was returned for analysis. The unspecified issue was not confirmed as there was no other external damage noted to the vessel closure system. Deployment steps 3 (thumb advancement) and 4 (clip deployment) remained to be completed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation was unable to determine a conclusive cause for the reported difficulties and treatment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unspecified issue occurred with a starclose se device. No additional information was provided. Returned device analysis identified the clip was caught 1cm proximal to the distal end of the flex guide and. The exchange sheath was bent and there were multiple scratches in the distal end of the flex guide.